Manufacturer narrative:
There was no unexpected frozen screen anomalies noted. The time was found to advance properly. There were no unexpected audio or beep anomalies noted. The device passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The button error alarmed after boot up and intermittent button response on the up arrow button due to corroded keypad traces was noted. There was moisture damage on all electronic assemblies noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and loose and or protruded drive support disk were noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are not very responsive and the screen appears to be frozen. The customer's blood glucose at the time was 200mg/dl. Troubleshooting was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.